Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the potential patient response risk with use of preveleak when used to achieve hemostasis by mechanically sealing areas of leakage in peripheral vascular reconstruction procedures was rated moderate for risk of anastomotic pseudoaneurysm, specified as "there is dehiscence of the wound" and moderate for risk of emboli, distal (air, tissue), specified as ¿"emboli would form in the tissues". At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.